Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) displayed as "low" on cgm. Cause is unknown. Customers husband assisted the customer in eating smarties to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.